Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture on the stored egms. The device was interrogated and high capture threshold was noted. The sensing and impedance measurements were within specifications. The patient was not dependent and did not show any symptoms associated to the loss of capture. The device was reprogrammed to increase the rv output. No adverse patient effects were reported. This rv lead remains in service.